Manufacturer narrative:
The reported complaint of leak was not confirmed on the returned set. Two (2) images were provided indicating the assumed area of the leak. No visual anomalies were observed on the returned set. When the returned set was primed and pressure leak tested, no leaks were observed. The product had performed per the specifications. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a transpac IV monitoring kit where it was reported the connector leaked. The leakage was noted near the roller clamp. Normal saline was the involved solution. There was no other physical damage noted. The set was replaced, and therapy resumed. There was patient involvement but no patient harm.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.